Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Lab observations (condition of unit as received): the lvp was received in poor condition. Investigation summary: the front door with key functions was noted to be damaged. Therefore, it was replaced during the failure analysis. The lvp occludes at a very low value of 3.78 psi. Conclusion: this lvp has a defective bezel. The defect affects the positioning of the lower sensor. Rework: replacement of the bezel assembly along with the camshaft, and mechanism frame assembly needs to be replaced. Disposition: route to service for normal process. (B)(4). Updated report. Problem description: fails pso. Lab observations (condition of unit as received): the module was received in poor condition. The front door with key functions has an indentation gouged. Investigation summary: the lvp has a defective bezel. The defect affects the positioning of the patient side sensor. Occlusion occurs at 3.6 psi to 5.6 psi max. Cause: front door/keypad was physically damaged. External force applied caused damage to the bezel assembly, lowering the physical position of the patient side sensor. The sensor plane (bezel assembly) is now "offset". Conclusion: root cause: damaged during transit from or to customer site. Rework: recommend; replacement of the bezel assembly, camshaft, and mechanism frame assembly, along with the front "door/keypad". (Photos were taken.). Disposition: route to service for normal process. (B)(4). Conclusion: root cause: damaged. Can not confirm where damage occurred. Receiving tech. Did not mention the deep gouge on the front door / keypad.